Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection performed and passed. Charge and boot tests were performed and passed. Functional tests were performed and passed all relevant testing. An audio/vibration test with dexcom global receiver communication tool was performed and passed. A "try it" audio/vibration test was performed and passed. A digital sound level meter test was performed and passed. Speaker audio intermittent tests were performed and passed. An internal visual inspection was performed and passed. The speaker resistance was measured and passed. The receiver log was downloaded but not reviewed as the log review is not required for 082 complaints. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.